Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low as well as high blood glucose level ranging from 375 to 35 mg/dl. Customer was wake up with blood glucose of over 200 mg/dl. The customer had epilepsy. Customer stated that the insulin pump had unexplained no delivery alarm and backlight stopped working. The insulin pump was not returned for analysis.